Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-05517. It was reported the pt has experienced overstimulation at the ipg site. On a couple of occasions the pt has experienced overstimulation while recharging the ipg. The pt plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.